Event description:
It was reported that the patient experienced difficulty charging and underwent a procedure in which the implantable pulse generator (ipg) was explanted. The patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation summary: with all the available information, boston scientific concludes that the cause of the patient experiencing difficulty charging of the ipg and undergoing an ipg replacement procedure was not confirmed based on device analysis and record review. Device technical analysis: the ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Investigation conclusion: based on all available information, engineers are not able to confirm the root cause of the event. The ipg was returned, as such, physical analysis was conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint as no problem was detected.

Event description:
It was reported that the patient experienced difficulty charging and underwent a procedure in which the implantable pulse generator (ipg) was explanted. The patient is doing well post operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Investigation summary: with all the available information, boston scientific concludes that the cause of the patient experiencing difficulty charging of the ipg and undergoing an ipg replacement procedure was not confirmed based on device analysis and record review. Device technical analysis: the ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Investigation conclusion: based on all available information, engineers are not able to confirm the root cause of the event. The ipg was returned, as such, physical analysis was conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint as no problem was detected.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the cause of the patient experiencing difficulty charging of the ipg and undergoing an ipg replacement procedure was not confirmed based on device analysis and record review. Device technical analysis: the ipg was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. Investigation conclusion: based on all available information, engineers are not able to confirm the root cause of the event. The ipg was returned, as such, physical analysis was conducted in our laboratory. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable root cause for the complaint as no problem was detected.

Event description:
It was reported that the patient experienced difficulty charging and underwent a procedure in which the implantable pulse generator (ipg) was replaced. The patient is doing well post operatively.